Event description:
Healthcare professional complained that a hemochron signature elite and pt/inr system reported results higher than the laboratory reference. A (B)(6) male patient had coagulation status evaluated in an emergency room after suffering major head trauma and uncontrolled bleeding. The hemochron signature elite and pt/inr system reported an inr of 8.9; repeat testing in the laboratory reported inr of 2.8. Patient was being treated with vasopressors, intravenous fluids and received 1500u human prothrombin complex concentrate. Despite resuscitative efforts, the patient expired. No adverse events were reported. The hemochron signature elite and pt/inr system successfully passed electronic and liquid quality control testing before patient testing at the site. Storage and handling of reagent cuvettes were consistent with product labeling. Instrument malfunction is not suspected.

Manufacturer narrative:
(B)(4). The lot number of the hemochron jr. Citrate pt cuvette used for patient testing is j4c9t051 is referenced by (B)(4). Case review determined that death of the patient was due to massive trauma and unrelated to performance of the instrument or reagent cuvette. Method - actual device not evaluated. Process evaluation performed. There were no ncrs, anomalies or history of repair to the instrument. No current trends, or CAPA related to the cuvette lot used for testing. Results - no results available since no evaluation was performed. Conclusion - device not returned. Itc has requested all data required for form 3500a.